Manufacturer narrative:
Evaluation summary: the spiderfx embolic protection device was received for evaluation. No ancillary devices or cine images from the procedure were received. The spiderfx capture wire, filter, and floppy distal tip were received loosely coiled within a sealed biohazard pouch. The distal end of the gold colored segment of the spiderfx capture wire was received snapped at the snap ring of the 320cm length spiderfx capture wire. The black proximal segment of the capture wire was received loaded within the transportation hoop. The distal end of the proximal segment of the capture wire was protruding from the transportation hoop. The distal end of the black proximal segment of the capture was received snapped at the snap ring of the 320cm length spiderfx capture wire. The separation faces of the spiderfx capture wire match up at the snap ring. Conclusion: the customer experience of the spiderfx capture wire snapping at the snap ring was confirmed. The spiderfx embolic protection device received for evaluation was received snapped at the snap ring. The root cause of the capture wire snapping at the snap ring could not be determined. The most likely root cause of the capture wire snapping at the snap ring is rough handling during preparation of the device. Possible contributing factors such as: ancillary device interaction and preparation procedural technique could not be evaluated in this investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a spider fx device with a 7fr non-mdt sheath during treatment of a 250mm slightly calcified lesion in the distal right peroneal artery of diameter 4mm. Lesion exhibited 90% stenosis. The vessel described as being slightly tortuous. The device was prepped as per IFU without issue. The vessel was not pre-dilated. The spider fx device was deployed through a .035-150cm trailblazer catheter. When the spider fx was close to the target location, it was noted the wire was too short coming out of the trailblazer. It was assumed by the physician that the wire was snapped inside of the ring because the back part of the wire was never visible outside of the ring. The device was removed and a different spider fx (same size) was deployed successfully to complete the case. No patient injury reported.